Manufacturer narrative:
Evaluation summary visual inspection under 30x magnification indicates "j" stiffener wire has fractured approx. 39mm proximal of the weld site with no other portion of the "j" stiffener wire received. Visual inspection under 30x magnification also indicates an abraded hole in the outer polyurethane insulation approx. 42mm proximal of the weld site.

Event description:
Device analysis is provided.